Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was that when the patient would go through metal detectors at stores, they would get a zap. They had noticed this more at certain stores and stated these and smaller mall stores seemed to have a stronger metal detection, so they would rush through. They would get a "quick zap," but stated this did not happen all the time. They also reported sometimes when they would go through metal detectors at stores, their therapy would turn off, so they would check the status of the ins when they got home and would turn therapy back on. The patient did not provide an event date and was not clear which implant(s) this was related to.